Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1616c82e, serial/lot #: (B)(4), ubd: 24-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 80mm abdominal aortic aneurysm. It was reported approximately 10 years post the index procedure, the patient presented to the ER with abdominal pain. Cta demonstrated a type iii endoleaks between the main body and ipsilateral limb. A 1616124 limb was bridged between the main body and the ipsilateral limb. Per physician, the cause of the type iiia endoleak is most likely due to morphology changes which lead to increased tortuosity and disease progression in both common iliacs. No additional clinical sequelae were reported and the patient is fine.